Event description:
It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a pericardial puncture of the posterior side of the septum was noticed after the faradrive steerable seath was inserted. A pericardiocentesis was performed to resolve the pericardial effusion. The patient was admitted and is expected to fully recover. The sheath is not expected to return for analysis as it was disposed; therefore, the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a pericardial puncture of the posterior side of the septum was noticed after the faradrive steerable seath was inserted. A pericardiocentesis was performed to resolve the pericardial effusion. The patient was admitted and is expected to fully recover. The sheath is not expected to return for analysis as it was disposed, therefore, the lot number is not available. It was further reported that the sheath used was a 16.8 faradrive steerable sheath. No resistance was felt because the catheter never went in. The effusion was observed during the transition from the right to the left side. At the time of the effusion, the catheter was located in the right atrium and the effusion occurred on the posterior right atrial septal side. Ablation had not yet begun when the effusion occurred. Imaging was performed while exiting the right atrium and moving posteriorly to the left atrium. The patient recovered from the effusion.

Manufacturer narrative:
Additional info was provided in section b5 describe event or problem and h6 impact codes, code imaging required f2203. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.